Event description:
It was reported that this right atrial (ra) lead was repositioned for diaphragmatic stimulation and dislodgement. This lead remains implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).